Manufacturer narrative:
The t:slim x2 g5 pump user guide states do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent minimum fill notifications occurred after pump screen went dark. Reportedly, the cartridges were filled with 100 units of insulin. Customer's blood glucose was 103 mg/dl. The customer added insulin to the existing cartridge, reused the cartridge, and successfully resumed insulin therapy. Tandem technical support educated customer regarding cartridge/insulin labeling.